Event description:
A medtronic representative reported that when pulling the spine clamp from the storage tray prior to surgical use, it was noticed the teeth did not line up the way they should. There was no patient present at the time of the report.

Manufacturer narrative:
The initial report was received on (B)(4) 2012 and found to be a non-reportable malfunction based on the information available. On (B)(4) 2012, new information was available through evaluation of the returned device and the decision was changed to a reportable malfunction. Device manufacture date is unknown at this time the clamp face is bent to one side. There is debris in the threads of the adjustment screw causing difficulty tightening the clamp face. Otherwise, the clamp is functional. A replacement clamp was sent to the site for issue resolution.

Manufacturer narrative:
Correction to lot number found to be 7022014284. Device manufacture date reported.